Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic to open colostomy reversal, the doctor put the anvil of the circular stapler in the proximal bowel and used a purse string device to cinch it up. The doctor then reached over the patient, with the help of a medical resident, between the patient's legs, inserted the circular stapler in the patient's rectum, doing it by feel with the left hand inside the patient. The medical resident turned the knob to open the spike, couldn't see the orange but tried to put the anvil on the spike, heard an audible click, tried to dial down to approximate the tissue and the anvil slipped off. The doctor discovered the tissue was so thick that the spike couldn't make it through the tissue to connect to the anvil. The doctor pulled the stapler out of the patient and placed the stapler on the sterile tray. The safety on the stapler hadn't been released. A contour stapler was used to remove tissue in the pelvic area. The doctor decided to introduce the same circular stapler into the rectum, tried to advance the spike but the spike would only come out of the stapler an 1/8" to 1/4". The doctor removed the stapler from the patient's rectum, opened a second like stapler, introduced the second stapler into the patient's rectum, hooked the anvil from the first stapler to the spike on the second stapler, and fired the stapler, successfully, good donuts, a few malformed staples. The doctor performed a leak test and the leak test passed. The doctor added biosurgical sealant to the anastomosis before closing the patient. There were no patient consequences reported.